Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. The clinical/medical team revealed it was reported that patient dislocated his knee following a traumatic four wheeler accident. As a result, he underwent a revision. The date of initial implant is unavailable. Additionally, no supporting clinical documentation has been provided. Three unsuccessful attempts have been made to obtain this information. Therefore based on the lack of information, a thorough clinical assessment cannot be performed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.